Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be pending.

Event description:
Additional information indicates system was explanted.

Manufacturer narrative:
A patient experiencing discomfort at ipg site was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.